Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the ami cut-off on one patient that was generated by the access 2 immunoassay system. A negative result was obtained upon repeat analysis. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc data from the time of the event was not provided by the customer. A field service engineer (fse) was dispatched for this event and performed preventive maintenance (pm) and a high sensitivity (hs) system check on the instrument with no issues noted. The fse also checked the internal and external operating temperatures which were noted to be within specifications. The fse indicated that there was no temperature issues noted. A root cause was not determined for this event.